Manufacturer narrative:
A field service engineer (fse) found that the ion-selective electrode (ise) electrode required replacement. He replaced the sodium electrode and the ise reference electrode. Ise calibration, instrument check, ise performance check, and qc were performed, and they were all within specifications. The instrument was performing within specifications. The service action of replacing the ise reference electrode resolved the issue. The root cause was due to an issue with the ise reference electrode.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.

Manufacturer narrative:
The cobas c 111 analyzer (with ise) serial number was(B)(6). The qc was low but still within the range. The customer stopped running the sodium test. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) sodium electrode results for 1 patient sample tested on a cobas c 111 analyzer with ise. Initial result: 129 mmol/l. The customer noticed that the initial result was lower than expected and sent the sample to a reference laboratory, where it was repeated on a cobas 8000 cobas ise module. No questionable result was reported outside the laboratory. 1st repeat result: 130 mmol/l. 2nd repeat result: 137 mmol/l. The repeat result of 130 mmol/l was deemed to be correct.